Manufacturer narrative:
After further review, it was discovered this MDR was submitted in error. The incident documented in this report was previously reported under MDR number 3005094123-2021-00074 and all further information will be documented under that MDR number. This follow up is also being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Was this device serviced by a third party? Unknown. No further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed architect tsh result for a (B)(6) year old female with no medical history of hyperthyroidism. The following results were provided for the patient: (B)(6) 2021 - sample ID (B)(6) architect: 0.032 miu/l (B)(6) 2021 - new sample alternate facility roche: 4.560 miu/l (B)(6) 2021 - sample ID unknown architect: 2.895 miu/l (B)(6) 2021 - sample was sent to alternate facility tested on roche 3.450 miu/l no impact to patient management was reported.